Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) instructed the site to remove the endoscope and clear the arm memory; following these actions, the issue was resolved, and normal functionality was restored. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper user setup, specifically related to the endoscope installation on the sterile adapter.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the 30-degree endoscope plus's image was upside down; the customer rotated the endoscope when noticed. The technical support engineer had the customer remove the endoscope and clear the arm memory before reseating it. The issue did not recur. The procedure was completed with no reported injury.